Event description:
Information provided indicated that the left siderail was not latching in the up position. No injury reported.

Manufacturer narrative:
Technician found that the siderail was not latching due to a missing shoulder bolt. Replaced the bolt to resolve this issue.